Manufacturer narrative:
The returned device was evaluated. Inspection of the needle mechanism found that the cannula had deployed but retracted due to a misaligned catch beam. The observation of fluid leaking during wear is consistent with the pod delivering insulin through the retracted soft cannula. Correction to d(10): (device available for eval: yes, date returned to mfg: (B)(6) 2019) the device had been received at the time of initial report. Correction to h(3): (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 385mg/dl while wearing the pod on his abdomen for about an hour. He went to bolus and noticed that the pod was leaking. When he removed the device, there was no cannula sticking out. The pink slide had moved forward. Treatment included an insulin shot of 8 units via pen.